Event description:
The customer contact reported the patient received more medication than intended. On an unspecified time, the device was programmed for pain management, in the continuous+bolus mode, to deliver an unspecified concentration of hydromorphone in 100ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted there was less medication in the container than expected; however, the expected remaining volume was not specified. The pt status was reported as unchanged. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).